Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not lock into the acetabular cup. The surgeon reamed to a larger cup and another liner was utilized to complete the procedure.